Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes clotting occurred. The following information was provided by the initial reporter: customer reports a clotting issue with the edta tubes.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 1917413-2022-00665 that was reported for clotting.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes clotting occurred. The following information was provided by the initial reporter: customer reports a clotting issue with the edta tubes.